Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, the tidal volumes decreased suddenly to an insufficient level of ventilation. According to the hospital this resulted to a short time patient's desaturation of (B)(6). The patient was bagged and after getting the saturation back to normal, the same ventilator was connected back again to the patient. The ventilator functioned without any problems. The final patient outcome was no injury. (B)(4).

Manufacturer narrative:
The ventilator was investigated after the event by our service engineers and it was found without any problem. It passed all pre-use checks. No parts were replaced. The evaluation of the logs from the ventilator confirm the reported event of sudden drop in ventilation values. All inspiratory and expiratory tidal and minute volumes dropped to very small volumes of about a 10th of the values with insignificant leakage and stable peep. At the time the ventilator was in the pressure control mode of ventilation. In this mode the breaths are delivered in accordance with a pre-set respiratory rate inspiratory time and inspiratory pressure. The resulting volume depends on the set pressure level and mechanical properties of the patient¿s lungs during each breath. The holding of peep and delivering the set breaths implies that the ventilator was working as set and therefore the absence of volumes points to other mechanical properties that inhibit delivery of volume according to the set pressure. The absence of spontaneous breaths also supports this where patient is unable to trigger breaths due to same changed properties. The problem was gone after the suction program which is used when removing secretions. The occurrence was patient-related and not a ventilator malfunction and is attributed to the changes of mechanical properties of the patient during ventilation. The behavior of the ventilator in the given mode of ventilation which does not guarantee delivered volumes was as per design. (B)(4). (B)(6).

Event description:
(B)(4).